Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h11 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that patient presented with pain with catching popping of the patella and abundant scar tissue about the superior and inferior aspect of the patella; knee stability was excellent in extension with some gapping in flexion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event was initially reported under the incorrect MFR number (0001822565-2024-00005). D10 - medical product: standard primary patella catalog # 00587806532 lot # 64227886; bone cement catalog # unk lot # e2703z20ca; bone cement catalog # unk lot # 005eae2407; bone cement catalog # unk lot # f2702z12ca; stem extension catalog # unk lot # 64859495; femur catalog # unk lot # 64867254 ; tibia e catalog # unk lot # 64804179; tibial cone xs catalog # unk lot # 64815920; stem extension catalog # unk lot # 64925236; lateral tibial augment catalog # unk lot # 64826750; medial tibial augment catalog # unk lot # 64817484; art surface cps 12mm catalog # unk lot # 64214783; cancellous bone graft catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had pain and popping of the patella one year post implantation. The patient underwent revision of the poly articular surface, during which, abundant scar tissue was debrided from the patella. The patient was placed on an oral steroid dose pack due to history of chronic arthrofibrosis. Attempts to obtain additional information have been made; however, no more is available.